Event description:
On (B)(6) 2014, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® aaa endoprosthesis rmt281414 and a gore® excluder® aaa endoprosthesis pxc141200. The patient tolerated the procedure. On (B)(6) 2024, the patient was treated for a type ia endoleak. The physician implanted a cxa280005 to repair the endoleak. The patient tolerated the procedure. The physician has no opinion on the cause of the endoleak. Event was originally reported as part of a well known complaint on (B)(4), but when move medical case number was received, it was seen that this occurred during a reintervention. Further information from the fsa confirmed that there was a type ia endoleak.

Manufacturer narrative:
H6: code c19 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: code d12 ¿ according to the according to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.